Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 512 mg/dl. Customer stated that the customer had some sensor alarms back to back with two different sensors. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for today and stated that she believed her insulin pump was working okay for now. The customer was having sensor glucose vs blood glucose issues her blood glucose was reading 512 mg/dl and her insulin pump was reading 250 mg/dl. Customer believed there could be an issue with her insulin pump. The insulin pump will not be returned for analysis.